Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2005. The patient experienced a retropubic hematoma and chronic pain. The patient underwent a procedure for partial mesh removal. Additional information has been requested.